Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system and bag/vent switch were cleaned and reset. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. There was no report of patient injury.